Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 346 mg/dl with a large level of ketones and insulin injections were administered to address the bg level. During troubleshooting with tandem technical support air bubbles were observed in the luer lock and the luer lock was not completely tight. The customer tightened the luer lock and after priming the tubing, no additional air bubbles were observed. The customer then changed out the cartridge.